Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the atrial lead was explanted and replaced on (B)(6) 2020 for lead noise oversensing. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed in the laboratory. Final analysis found the complete lead was returned in one piece measuring 52.3 cm. An external insulation abrasion breaching the outer insulation and exposing outer coil was found at 18.7 cm to 19.1 cm from the connector pin. The external insulation abrasion damage was consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During the follow up, it was discovered that the atrial lead exhibited episodes of noise oversensing. The clinic was unable to reproduce the noise. No changes were made to the lead. The patient remained in stable condition.